Event description:
It was reported that this system exhibited on the right ventricular (rv) an out of range pacing impedance measurement. No adverse patient effects were reported. This device remains in service.